Event description:
The catheter did not show all poles on the 3d ensite (esi) mapping equipment. There was artifact on the electrograms and they would not match up on the screen. A new catheter was used, procedure was successful and patient recovered well.